Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the distal left anterior descending artery. A 3.00mm x 30mm emerge balloon catheter was advanced for dilation. However, during deflation of the balloon for removal, the balloon would not completely deflate. The device was removed. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The outer shaft was stretched down starting at the midshaft bond and extending 115mm, for 40mm extending proximally from the exit notch, and was also a 4mm section starting 2mm distal of the exit notch. The inner shaft was buckled 66mm for the tip. The distal end of the balloon was prolapsed over the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the distal left anterior descending artery. A 3.00mm x 30mm emerge balloon catheter was advanced for dilation. However, during deflation of the balloon for removal, the balloon would not completely deflate. The device was removed. There were no patient complications reported and the patient was stable.